Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that during the revision procedure, the suture on this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be broken. Technical services (ts) discussed a broken suture can allow the device to move in the pocket.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for ventricular tachycardia (vt). The shock accelerated the rhythm to ventricular fibrillation (vf). Three subsequent shocks were required to convert the rhythm. Additionally, the s-ICD and electrode exhibited high shock impedance measurements of 140 ohms following shock delivery. An x-ray was performed and the device position was noted to be high. Technical services (ts) discussed the position of the device and high shock impedance measurements can make it harder to defibrillate. Ts recommended further review of x-rays for system placement opportunities. Further review of x-rays noted sub-optimal placement of the device and the electrode. Surgical intervention was undertaken. The device and electrode were successfully repositioned. A 10 joule shock was delivered and successfully converted the patient. This product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for ventricular tachycardia (vt). The shock accelerated the rhythm to ventricular fibrillation (vf). Three subsequent shocks were required to convert the rhythm. Additionally, the s-ICD and electrode exhibited high shock impedance measurements of 140 ohms following shock delivery. An x-ray was performed and the device position was noted to be high. Technical services (ts) discussed the position of the device and high shock impedance measurements can make it harder to defibrillate. Ts recommended further review of x-rays for system placement opportunities. Further review of x-rays noted sub-optimal placement of the device and the electrode. Surgical intervention was undertaken. The device and electrode were successfully repositioned. A 10 joule shock was delivered and successfully converted the patient. It was reported that during the revision procedure, the suture on the s-ICD was noted to be broken. Technical services (ts) discussed a broken suture can allow the device to move in the pocket. This product remains in service. No additional adverse patient effects were reported.